Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d10, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure of image disappeared was confirmed. Olympus was not able to confirm the customer failure of interference in the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken, error b31 occurred and therefore no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had interference in the image, then the image disappeared. The issue was found during set up the device for use. There were no reports of patient involvement.